Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: after several attempts manufacturer contacted customer on 10/18/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved. On (B)(6) 2017, the customer had taken 40 units of humalog at 9:45 pm. Due to the hi result obtained and the customer feeling dizzy, an ambulance was called and brought the customer to the hospital. The customer was admitted to the hospital at 10:30 pm on (B)(6) 2017. When admitted to the hospital the customer was dizzy and had excessive thirst. The customer's blood glucose test result when at the hospital was over 700 mg/dl (hospital laboratory). The hospital diagnosis was hyperglycemia and the customer received an insulin drip. The customer left the hospital on (B)(6) 2017. No additional blood tests were performed with the truemetrix air meter as the customer had run out of test strips.

Event description:
Consumer reported complaint for e-5. The e-5 error occurred as soon as the blood sample was absorbed. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of hi. The customer's expected blood glucose test result range was undisclosed. At the time of the call the customer reported feeling dizzy and stated they would go to the ER. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 02/17/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history.